Event description:
The customer reported that a reproducible (B)(6) vitros anti-hbc quality control result was obtained for the (B)(6) biorad control material while using the vitros 3600 immunodiagnostic system. The following result was obtained: qc fluid: (B)(6) vs. An expected result = (B)(6); biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a reproducible (B)(6) vitros anti-hbc quality control result for the (B)(6) biorad control material was obtained while using the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive root cause. The vitros ahbc reagent, control fluid used and pre-analytical sample mix up cannot be ruled out as a contributing factors. There is no evidence that an instrument related issue contributed to the event. Reagent lot number information is not known.